Manufacturer narrative:
Updated information: d6b explant date added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella pump experienced leaking aroung the peel away sheath. Two graft locks were placed but the issue persisted. No patient harm was reported.

Manufacturer narrative:
After further review the fluid leak issue was found to be around the sheath, not the sheath itself, thus medical device problem code a050401 fluid leak was removed and replace with a01.

Manufacturer narrative:
Updated information: b1 selected adverse event. B2 selected death and added date of death. B5 update clinical narrative. D3 MFR fax number added. H1 changed to death. H6 impact code added f01 and removed f11.

Event description:
Clinical narrative: an impella 5.5 device was inserted into the left axillary/subclavian artery in a 61-year-old male patient. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, there was leaking around the peel-away sheath with the graft locks in place. Two graft locks were placed above the notch on the peel-away sheath; however, there was still leaking between the graft and the sheath. After six days on support, the family withdrew care and the patient expired. While on support, the device functioned as intended at p-6 at 3.3l/min with d5w sodium bicarbonate in the purge solution. The impella is conservatively being reported for death; however, could not have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient, dependent on vasopressor support, in cardiogenic shock, complicated by stage e shock.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3 the cause of the injury was not determined due to insufficient clinical details and the returned product being returned not intact.